Manufacturer narrative:
This is a follow up to emdr 9617229-2024-0011534. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "multiple inter-capsular ruptures".

Event description:
Patient reported outcome of pregnancy, miscarriage (not related to the device). Healthcare provider reported a left side rupture. Patient reported "multiple inter-capsular ruptures." The device has been explanted.

Event description:
Patient reported outcome of pregnancy, miscarriage (not related to the device). Healthcare provider reported a left side rupture. Patient reported "multiple inter-capsular ruptures." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening assessed as fold flaw opening and missing assessed as inconclusive. Other medical: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.